Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was no button error alarm. There was moisture damage on the lcd board. There was no moisture damage on the mother board, interface board, rf board, motor assembly, vibrator assembly. The pump had cracked case at the display window corner, cracked reservoir tube lip and scratched lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 147 mg/dl at the time of incident. The customer stated that the pump was submerged in water and there was fluid under the lcd display. The customer also stated that the pump was dropped and had scratches. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.